Manufacturer narrative:
Unomedical a/s, aholmvej 1, osted 4000 roskilde.

Event description:
In 2007, the patient stated that she received an 04 (occlusion) error on her infusion device while trying to bolus and her blood glucose was elevated to 345 mg/dl. Her normal blood glucose range is 80-140 mg/dl. To troubleshoot the patient was instructed to disconnect from her infusion site and she was able to bolus without error. She was advised to change her infusion site and she stated the cannula was bent. The infusion site had been in use for 1 day. The patient was out of infusion sites and switched to injection therapy to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.